Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited rising pacing threshold and impedance measurements. R-waves are stable as is the shocking impedance. All measurements remain within the normal output for the lead. Guidant received subsequent information that pacing impedance was 2818 ohms and the pacing threshold was 5 v at 2.ms. The r-wave is stable. The shock lead impedance is 43. There are no episodes stored due to noise. This patient is not pacemaker dependent and has had no inappropriate shock therapy. The physician suspects a lead partially damaged but still working.,